Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with the ilet and produced a pairing failed alert while the sensor was also connected to a separate receiver, resulting in intermittent communication failure with relevance to the antenna and electrical components; after the receiver was turned off and the ilet was restarted, the cgm connected and began displaying readings. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and care team. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.